Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified proximal right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the balloon was initially inflated at 12 atmopsheres. However, during the second inflation, the balloon ruptured. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.